Event description:
Boston scientific received information a literature review article that discussed high-rate cut-off programming in implantable cardioverter defibrillators (icds) and its effectiveness in reducing appropriate and inappropriate shocks. ICD therapy is known to be efficient in reducing mortality, however long-term consequences on morbidity and mortality remain unclear, therefore it's underutilized. During the course of the study 365 patients were studied from 2001 to 2009. Of these, 90 were boston scientific patients with no specific patient identifier provided. All devices were programmed with a shock-only zone over 220 bpm and a monitor only (mo) zone between 170 and 220 bpm. During a median follow up of 40 months, 24 patients received inappropriate shocks for either atrial fibrillation (af), sinus tachycardia, t-wave oversensing and general noise oversensing. Patients were discharged for either svt or noise/oversensing. Ventricular tachycardia (vt) episodes (sustained or not) were recorded in the mo zone in 43 patients. Of these, 7 were symptomatic, but no lethal consequences. It was noted that symptomatic patients were typically more directly related to slower vt versus faster vt. This data confirmed that no strategy of programming could anyway prevent all symptomatic events. Other product experiences cited in the article were lead dislodgement, pocket/lead infection and pocket hematoma which were considered both perioperative and delayed complications necessitating surgical revision. Additionally, defibrillation lead fractures were also noted. The article concluded that high-rate cut-off shock-only ICD programming appeared to be safe during a long-term follow-up as well as a low rate of both appropriate and inappropriate shocks.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.